Event description:
It was reported that there was filling/aspiration difficulties, filling difficulties were specified as a pocket fill occurred. The action required as a result of the event included hospitalization. No diagnostics were performed. It was noted that the product issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient had overdose symptoms. The location of the issue or symptoms included the device pocket. The pump was used to infuse fentanyl. It was later reported that the pocket fill occurred during a pump refill. The patient was sent to the emergency room (ER) and was admitted to the ICU. The patient¿s specific symptoms were unknown. It was noted that the patient was doing fine. It was later reported that the patient¿s pump was used to infuse fentanyl, dilaudid and bupivacaine. It was noted that the start date of the medications contained in the pump were (B)(6) 2014 and end date was (B)(6) 2014. The patient had sleepiness while in the hospital. It was noted that patient symptoms were asymptomatic. Other information of importance was a seroma surrounding pump. The patient had no symptoms in office.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11181r40, implanted: (B)(6) 2002, product type: catheter. (B)(4).